Event description:
The patient reported that he applied his first v-go 30 on 9/22 at 1pm and it started to fall off patient stomach at 6pm. The patient stated that he felt the needle sticking him when it started to come off.